Manufacturer narrative:
E1 zip code was erroneously enter on initial reporter postal code in the initial reported, updated to the correct field on this report. H10 this is one out of two reports this report is for the pump and related report is for the introducer.

Manufacturer narrative:
Updated information: d1 brand name was omitted in initial report and has been added. D9 device return date added.

Event description:
Clinical narrative: an impella cp was inserted via femoral arterial access (side not reported) in an 85-year-old male patient presenting in society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. After the device was positioned, the impella cp was started; however, the pump did not initiate support, and motor current spikes were observed. Attempts were made to restart the pump manually in auto mode, but motor spikes recurred, and the pump stopped immediately. It was reported that femoral vessel access was difficult, and a kink was noted in the insertion sheath, which made advancement of the impella catheter through the sheath difficult. The reported events occurred in the setting of challenging vascular access and sheath kinking. Based on the limited information available, this was an independent case and there was limited information available the device was removed and replaced with another cp. The patient's status was survival to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.